Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. The customer's blood glucose at the time of the alarm was 241 mg/dl. It was then stated that the customer was currently experiencing high blood glucose of 600 mg/dl. During the call the customer started crying and threw up. It was advised to treat with manual injection and call back. Customer's mother called back and stated that she was able to get the blood glucose level down by treating with manual injection. They were unable to troubleshoot since the infusion set and reservoirs were changed and discarded. It was advised to monitor the device.